Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a unspecified low reading issue with the adc freestyle libre sensor. The caregiver reported treating the customer with sugar for 2 days based on the low readings and healthcare professional advisement. The caregiver reported that on the 3rd day, a blood glucose and ketone test was done on an unspecified meter, and high blood sugar reading and the presence of ketones was obtained. The caregiver reported unspecified treatment to "get [the customer] re-balanced". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver reported a unspecified low reading issue with the adc freestyle libre sensor. The caregiver reported treating the customer with sugar for 2 days based on the low readings and healthcare professional advisement. The caregiver reported that on the 3rd day, a blood glucose and ketone test was done on an unspecified meter, and high blood sugar reading and the presence of ketones was obtained. The caregiver reported unspecified treatment to "get [the customer] re-balanced". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported a unspecified low reading issue with the adc freestyle libre sensor. The caregiver reported treating the customer with sugar for 2 days based on the low readings and healthcare professional advisement. The caregiver reported that on the 3rd day, a blood glucose and ketone test was done on an unspecified meter, and high blood sugar reading and the presence of ketones was obtained. The caregiver reported unspecified treatment to "get [the customer] re-balanced". There was no report of death or permanent injury associated with this event.